Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken pitch cable at the proximal clevis hub. The broke cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm tenaculum forceps instrument had a broken cable. The procedure was completed with no reported injury.